Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of no initialization and a generated error code, multiple examples of the error code were observed in the error logs and the link electronic module board was replaced and recalibrated as well as the hard drive reconfigured and the software reloaded and updated. Analysis further noted a bent latch tab on the power cord bay, a worn upper hinge plate and that both upper hinges were broken. All were replaced to resolve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had no initialization, and generated an error code which persisted despite removing the head and turning the power off and back on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.